Event description:
It was reported that during implant of the left ventricular (lv) lead it was not possible to advance the lead to the desired location secondary to the coronary sinus (cs) branch tortuosity. Therefore the lv lead was removed and a new lead was placed in a different cs branch secondary to vessel size. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant of the left ventricular (lv) lead it was not possible to advance the lead to the desired location secondary to the coronary sinus (cs) branch tortuosity. Therefore, the lv lead was removed and a new lead was placed in a different cs branch secondary to vessel size. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed); full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed); full lead returned and analyzed.